Event description:
Related to MFR report#: 2183959-2012-01138. On or around (B)(6) 2005, the plaintiff was implanted with an ams monarc sling with the intention of treating her for stress urinary incontinence and/or pelvic organ prolapse. It was alleged that as a result of the implantation of the monarc the plaintiff, "suffered serious bodily injuries, including pain, discomfort, pressure, swelling, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, bleeding." It was reported that on (B)(6) 2010, the plaintiff had an "excision surgery" performed to "remove portions of the synthetic mesh system." Another synthetic mesh was implanted during his excision surgery. It was alleged that the plaintiff has experienced, "significant mental and physical pain and suffering and she has sustained permanent injury." It was also alleged that the plaintiff has experienced, "mesh erosion, hardening, chronic pain and worsening urination," leading to the need for add'l surgery. The plaintiff was also alleged to have experienced mental anguish, diminished capacity for the enjoyment of life, a diminished quality of life, chronic debilitating pain, and other such damages.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.